Event description:
It was reported that t:slim x2 pump battery would not charge, and a power source alert appeared in pump history before issue resolved. There was no adverse impact to the customer's blood glucose level. Customer continued using original charging supplies, pump began charging again, and no further assistance was required from technical support.